Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast capsular contracture, right breast ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a primary breast augmentation procedure with mentor memorygel breast implant 370cc gel breast prostheses developed baker grade IV capsular contracture in her left breast. Capsular contracture was diagnosed by a healthcare professional. In addition, the patient developed significant ptosis in her right breast. As a result, the patient underwent unilateral explantation and replacement of the left breast prosthesis with a mentor memorygel breast implant 370cc gel breast prosthesis, bilateral major capsular revision, and bilateral revision mastopexy on (B)(6) 2020. The right breast prosthesis was removed and re-implanted into the patient, which is against the IFU. At the time of this report, mentor has received no information regarding explantation or an expected explantation date for the patient¿s right breast prosthesis. This medwatch report is for the patient¿s right breast prosthesis.